Event description:
It was reported that (5) devices were used during a colon procedure. It was reported by the affiliate that the tsb45 instrument has a broken knife. Another instrument was used to complete the case. There was no consequence to the pt.